Manufacturer narrative:
Update 17th april 2020 (natus complaint reference - sr # (B)(4)) investigation results and findings. The device history record for this unit is in pre-2010 file records. This device is end of life. There was no injury reported as a result of this incident. Capa002196 was initiated to investigate this issue. It was determined that the root cause of this malfunction could be attributed to the use of ferrite beads that are prone to degrade over time. The device is built in with the protection circuit which shut down the unit with localized overheating. The device enclosure material has ul 94 hb flammability rating (slow burning on a horizontal specimen). The device is protected by an isolation barrier so electrical safety was never compromised. Since the manufacturing of this device on emu40 on 2008, the design topology has been changed to limit the current using the rework instruction under eco#10934, released on 07/15/2011. The design topology using ferrite beads also had been eliminated since 05/27/2011 under eco#9433 during introduction and production of emu40ex including resettable fuse. Per risk assessment meeting minutes under capa002196 the risk associated with this failure mode was deemed moderate. This issue will be continued to be monitored.

Event description:
Breakout box is burning up/heating up too much. No injury to patient or user during use.

Event description:
Breakout box is burning up/heating up too much. No injury to patient or user during use.

Manufacturer narrative:
Investigation results & findings. Investigation inworks.

Manufacturer narrative:
The customer complained that the breakout box is burning up/heating up too much. No injury to patient or user during use. A questionnaire was sent to the customer to gain more information on the complaint. The customer confirmed that there was no injury to the patient. The event took place on the (B)(6) 2019. The customer did not report the event to any regulatory agency. Photos of the device were provided. The customer confirmed that the device was no longer in use because it does not work. DHR is in pre-2010 file records and the device is end of life. There are currently two CAPA's open to investigate the issue capa002196 & capa003836.

Event description:
Breakout box is burning up/heating up too much. No injury to patient or user during use.

Manufacturer narrative:
This issue was investigated previously and a CAPA was created to update the design. The cause of the malfunction was the use of ferrite beads that gradually degraded over the years, burned and generated heat. A fca was also issued for the products manufactured prior to the re-design.

Event description:
Breakout box is burning up/heating up too much. No injury to patient or user during use.